Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in spain, a transcatheter aortic valve replacement procedure was performed to implant a 23mm sapien 3 ultra transcatheter heart valve by transfemoral approach. During the procedure, when the commander delivery system with crimped valve exited the esheath+ tip, resistance was experienced as a "jump" was felt. The valve was implanted successfully without issues. The tip of the esheath+ was found to be torn. No patient injury occurred.